Event description:
It was reported that the lead had high impedance and a possible fracture. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary - a distal segment of the lead was returned and analyzed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage. Analysis of the device memory indicated two non-sustained episodes of less than 220 milliseconds. Ventricular to ventricular cycles are recorded on 2013 (B)(6) and 2013 (B)(6). A lead integrity alert triggered on 2013 (B)(6) due to meeting the conditions for non-sustained and abnormal lead impedance. The maximum ventricular pace impedance drops from an approximate baseline of 475 ohm to 209 ohm on 2013 (B)(6) and 228 ohm on 2013 (B)(6).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).